Event description:
It was reported that the patient felt lightheaded. The lead had dislodged but no loss of capture was documented. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.